Manufacturer narrative:
Event summary: the patient data files showed at least four applications was performed with catheter (B)(4) without any issue on the date of the event.clinical issue (cardiac tamponade, pericardial effusion) was encountered during the procedure. The arctic front advance (B)(4) was not returned for investigation in conclusion, clinical issue (cardiac tamponade, pericardial effusion) was encountered during the procedure and the case was aborted. No indication of product malfunction. The catheter was not returned for investigation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed that the patient had experienced a cardiac tamponade and the patient had recovered with no extended hospitalization.

Event description:
It was reported that during a cryo ablation procedure, during the left inferior pulmonary vein ablation, a cardiac shadow on fluoroscopy indicated no lateral movement. An echocardiogram was then performed and confirmed a pericardial effusion. The procedure was aborted and drainage was carried out. A service visit was performed on a later date for the cardiac tamponade and it was confirmed that the console was working as expected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.